Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 9, 2020 that a genesys hta 115v control unit was used in a procedure performed on (B)(6), 2020. According to the complainant, the machine just shut off in the middle of the procedure. Biomed also experienced an error 11. The procedure was aborted. There were no patient complications reported as a result of this event.